Event description:
Edwards received notification that a 74-y-o patient with a ce perimount 27mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately four (4) years and three (3) months due to calcification leading to stenosis. The patient presented with nyha iii and was hospitalized for acute heart failure. An edwards transcatheter valve was successfully implanted within the existing surgical device using the transeptal approach. The patient was noted as to be in good condition after the procedure.

Manufacturer narrative:
Additional manufacturer narrative: calcification of implanted valves may occur over a period of time. Calcification that interferes with valve function may require intervention. The device was not returned for evaluation as it remained implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease.